Event description:
It was reported that the patient had the artificial urinary sphincter removed due to cuff erosion a year ago. The patient had a new artificial urinary sphincter with a cuff, pump, and balloon implanted on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to cuff erosion a year ago. The patient had a new artificial urinary sphincter with a cuff, pump, and balloon implanted on 09oct2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.